Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/15/2020. H.6. Investigation: two used samples of 50ll lot 2007106, seven used samples of 50ll lot 2007029, two used samples of 50ll lot 2006233 ,and three used samples of an unknown lot have been provided to our quality team for investigation. Upon visual inspection of the samples, a leakage past the stopper ribs was observed. The product was further evaluated, there was no damage or molding defects noted in the plunger rod or other components that could have caused the leak and the stopper was verified to be properly assembled onto the plunger. A device history review was performed for the reported lots 2007106, 2007029 and 2006233, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of each reported lot were used to conduct a leakage test. The product was visually inspected, no defects or damage was noted on any of the syringes or syringe components. In all cases the product met required specification and no leakages occurred. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including tightness testing to verify the seal of the stopper. Results were reviewed for the lots 2007106, 2007029, and 2006233 and no issues were identified. Based on the available information we are not able to determine a root cause at this time.

Event description:
It was reported that syringe 50ml ll leaked. The following information was provided by the initial reporter: the syringe is leaking. The customer refers to that some of the syringes were used with cytostatic. Liquid escapes between the piston and plunger.

Manufacturer narrative:
Initial reporter phone#: (B)(6). Initial reporter fax#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 50ml ll leaked. The following information was provided by the initial reporter: the syringe is leaking. The customer refers to that some of the syringes were used with cytostatic. Liquid escapes between the piston and plunger.